Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site had a biomed repair the part against manufacturer advice. As such, no parts have been received for further evaluation.

Event description:
A medtronic representative reported that the vertek arm had been damaged in a way where the screw that screws into the head-clamp was free to be removed from the vertek arm and as a result the arm wasn't remaining in place. No patient was present during the time of the reported incident.